Manufacturer narrative:
D10 concomitant product: unknown endo gia sulu. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic donor nephrectomy for living left kidney donation, the surgeon attempted to cut and staple the renal artery, and bleeding was noted. Vascular emergency was called emergently to assist, and the patient was transitioned from laparoscopic to open surgery to better assess the origin of the bleeding. It was found that the staple that fired across the renal artery pedicle failed, and an aortic injury was noted. This was sutured and repaired with good hemostasis. The patient had an estimated blood loss of over two liters and required resuscitation with 4.5 l of crystalloid, a massive transfusion protocol including three units of red cells and two units of plasma along with 460 cc from the cell saver. The baseline hematocrit was 41 and dropped to 26 intraoperatively. The kidney was successfully removed, and the patient was closed and extubated prior to transfer to the intensive care unit (ICU) for hemodynamic management and recovery. The patient is currently stable, requiring no additional blood products and not requiring any hemodynamic support.